Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: investigation revealed there was no vibration to the pump; a vibration motor alignment failure was found during testing. The display was also dim and pink. The returned battery cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed there was no vibration to the pump; there was a vibration motor alignment failure found. The display was also dim and pink. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/02/2015.